Manufacturer narrative:
Device eval: one tracheostomy tube was returned for eval. Visual inspection of the returned device showed the outer layer of the silicone tube shaft had a tear that exposed the internal metal wire. The tear was located at the proximal end approximately 4mm from the base of the connector. Had the tear been present at the time of manufacturing, the device would have been removed. The exact root cause could not be definitely confirmed but the type of damage seen was determined consistent with the device having sustained a fatigue fracture due to twisting or bending at this area of the tube. No intrinsic manufacturing defects were found on the returned device.

Event description:
A report was received stating that the device was in use for an unknown amount of hours when the ventilator alarmed. Caregiver and nurse found the tracheostomy tube was cracked and its internal wiring exposed. An emergent tracheostomy tube replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.